Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: last week we had a leaking needle twice. Both times when changing the tube the blood started flowing down through the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/23/2022. H.6. Investigation: bd received 3 used samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with water and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: last week we had a leaking needle twice. Both times when changing the tube the blood started flowing down through the needle.